Event description:
An incident was reported to (B)(6) medical on (B)(6) 2014 with the following complaint dialogue: "the doctor was using the victory wire with a cook cxi support catheter to break through a long calcified occlusion in the right sfa of the patient. His technique was to drill the wire by twisting it to bore a hole in the plaque. When he tried to retract the wire the tip got stuck in what he has assumed is the subintimal space and snapped off. The tip was left in the patient. Image attached." To date we have not received the image mentioned in the complaint text above nor is the device returning.